Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The real time operating system and general purpose operating system circuit boards, along with the hard disk were found to be intermittently defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 intermittently could not send data to the picture archiving computer leading to the possible loss of data. There was no adverse patient involvement reported. There was no patient information reported.